Event description:
Resident diagnoses:cerebrallar ataxia; osteoporosis, anemia, hyperacidity, sundown syndrome, dementia, history of depression, arterial fibrillation, history of syncope. At 7:50 p.m. Nurse aide checked resident and found her to be positioned properly in wheelchair. Feet were on the foot pedals, resident sitting up straight and the gray belt restraint properly applied. Approximately 8:05-8:10 p.m., the rn entered resident's room to check her epilock dressing. Rn found resident unresponsive without pulse or respiration, seated forward in her wheelchair with her arms extended above her head; the gray belt restraint was under her arms and tight across her upper chest. Resident had a do not resuscitate order. Resident had a physician's order for a safety belet in wheelchair at all times with a back release belet. Medical examiner called and came to investigate death. Medical examiner took body for autopsy along with resident's glasses, dentures, key, watch, wheelchair, cushions, restraint and pillowinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.